Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed. Visual inspection was carried out on the photographs supplied by the surgeon, the photographs showed signs of discoloration on the articulating surface. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. This event falls under the scope of (B)(4) which has been opened to address this issue.

Event description:
The customer reported that the surgeon, did not want to implant the v40 femoral head due to an unusual surface finish. A different head was used to complete the case. There were no adverse affects to the patient and no surgical delay.